Event description:
On (B)(4) 2011, the following was received in a user facility medwatch report (B)(4): a temno 14.5 cm introducer needle was inserted through the patient's chest wall from a lateral approach to the nodule. A fine needle biopsy was taken of the nodule. During the course of this fine needle biopsy, the patient began coughing vigorously 8-10 times. The chiba needle was then withdrawn from the introducer needle and was noted to be bent in at least two places in a z-shaped configuration. An attempt was made to introduce the stylet back into the coaxial needle. This advanced approximately 3cm and no further. The coaxial needle was then removed and it was noted to be broken. Approximately 6cm of the needle was removed. A partial fracture was noted within the piece that was removed which separated quickly on manipulation into two fragments. An immediate image of the patient was obtained using CT fluoroscopy which showed approximately 7-8cm portion of the needle lying within the patient and with approx. 3c, of this residual needle lying within the soft tissues and not within the intrathoracic compartment. The needle was noted to be in a more dependent position, suggesting that it was in the pleural space. The procedure was abandoned. The patient was transferred to the cardiovascular interventional radiology with a view to percutaneously remove the needle fragment using fluoroscopy guidance. Despite multiple attempts to retrieve the needle this was unsuccessful. The needle had migrated into the chest. A low CT scan was done to assess the position of the needle. This confirmed the needle was lying within the pleural space in between the left upper and left lower lobe. Case was discussed with surgeon. A small pneumothorax had developed and  surgeon decided to take patient to the or to take care of the pneumothorax and remove the broken needle. A vats procedure was done and a chest tube was placed. Patient was discharged on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The facility has indicated they may have a part of the unit that broke but has not forwarded it to carefusion as of yet for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. During visual inspection, it was observed that the cannula of the coaxial needle was broken. Therefore, the reported condition was confirmed. Review of the manufacturing device history records could not be performed as the lot number was not available. The most probable root cause of this incident, based on the information provided, could be related to the movements that the patient was doing while the biopsy procedure was taking place. An action plan has not been proposed at this time as the cause of the incident was determined to not be related to the manufacturing process.